Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used surgeon console 1 to continue the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that surgeon side console (ssc) 2 could not control universal surgical manipulator (usm) 1 after the customer assigned usm 1 to ssc 2. The surgeon was able to continue the procedure with ssc 1 without issue. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Procedure was completed robotically with the remaining surgeon side console 1. Customer was not able to regain control of the surgeon side console 2 at any point.